Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented on (B)(6) 2023 with encephalopathy. The patient experienced worsening confusion and falls the 2 days prior. The patient was found to be in multi-system organ failure and the precipitant was unclear - right heart failure, influenza, another infection, substance use, etc. Blood cultures showed no growth. The patient was given tamiflu on (B)(6) 2023 for influenza. The pump flow dropped from 4.2 liters per minute (lpm) to 3.9 lmp. The myocardial oxygen consumption also dropped. The patient was intubated on (B)(6) 2023 and placed on a protek duo right ventricular assist device (rvad) with increased pressor requirements. The patient had no history of right heart failure, but the right heart failure was not thought to be related to the pump. The patient had seizure activity on (B)(6) 2023 and was non-responsive when sedation was weaned. A computed tomography (CT) was performed and showed a possible right cerebellar infarct. The patient still had hypotension and worsening end organ dysfunction despite adequate biventricular support and maximum pressors. Palliative care was consulted, and support was withdrawn on (B)(6) 2023. The device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists potential adverse events, including infection, other neurological events, various types of organ dysfunction and failure (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death, that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure, including right ventricular assist device (rvad) placement. Infection and neurological dysfunction are also listed in this section as potential late postimplant complications. The heartmate 3 lvas patient handbook rev. D, is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.